Event description:
Philips received a complaint on the v60 device indicating that the ventilator had an issue when patient coughed while using it. There was no report of patient or user harm. A philips remote service engineer (rse) reported that the customer would like to know if there are any error codes related to coughing. The rse informed the customer that error code 122e could be related to cough, causing gas way obstruction. Customer to inspect the unit and call back if further assistance is needed.

Manufacturer narrative:
The customer biomed engineer (be) reported the device was submitted for evaluation; the issue was not described by the user with any specificity. The device was evaluated with a full operational check. The be could not duplicate the error, even with extended run times. The be did not confirm the error 122e (patient circuit occluded) in the device diagnostic log, nor any other abnormal codes indicating a malfunction. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.